Manufacturer narrative:
Philips service replaced the ps fd unit, unit ps ui_coli_ID, nc, nd, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent exposure failure due to power supply instability occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.